Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported two anchors from this lot broke when they were 3/4 of the way inserted. They tapped prior to inserting, and the bone quality was average / normal. No additional patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the devices have not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time.